Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/14/2014: the device was returned to animas and evaluated by product analysis on 07/09/2014 with the following results: confirmed no auditory sound during start up. All auditory alarm settings were set to ¿high¿ setting and tested. No sound during testing. Removed cover and adjusted the height of the piezo contact pins. Replaced cover and re-started pump. Auditory tones returned. Re-established the electrical connection of the contact pins to the piezo and an audible reading was taken. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging an audio tone (no sounds) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.